Manufacturer narrative:
Client fell in the driveway when trying to get back into home. Client was outdoors for an unknown period of time and according to client statements, client was hospitalized due to heat stroke.

Event description:
Client's daughter states client was outside sitting in the driveway, pwc was powered off, when client went to power it back on it would not start. Client's daughter states client was stuck outside in the pwc for a long time; she got up and started to try to walk to her home and fell.